Manufacturer narrative:
Event description updated. Additional investigation was performed by the manufacturer requiring this event to be re-evaluated for FDA reporting: it was found that the suture capture trap unloader corresponds to an accessory used to remove the suture cartridge from the suture passer after use. This unloading process is performed after the device was used when the device is being disassembled, therefore the event of the ratchet snapping occurred outside of the patient body. The failure is unrelated to the surgery procedure with no potential patient impact as result. If the issue were to recur, it will not result in any patient injury. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. These reports were made based upon information that smith & nephew had not been able to verify before.

Event description:
It was reported that during a procedure, the suture capture trap unloader "teeth" snapped at the end of procedure. No significant delay was reported. Backup device was available. No patient injuries were reported due to the device broke off outside the patient.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the suture capture trap unloader "teeth" snapped at the end of procedure. Is unknown if a delay happened and when was found the issue. Backup device was available and no patient injuries were reported.